Event description:
Additional information received reported that the event resolved without sequela on (B)(6)-2013.

Event description:
Additional information received reported that the patient had a laparoscopic jejunostomy and was hospitalized from (B)(6) 2013.

Event description:
It was reported that the patient experienced gastroparesis. The patient also had decreased appetite, nausea, vomiting, and weight loss. A laparoscopic jejunostomy was performed on (B)(6) 2013. The outcome was reportedly ongoing. The event resulted in in-patient hospitalization.

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 889-28 lot# v514031, implanted: 2011 (B)(6); product type lead. (B)(4).